Event description:
It was reported that a physician used a gore preclude pericardial membrane for a craniectomy application. Two to three months post-procedure, the pt developed an infection. The device was explanted.